Manufacturer narrative:
The pump was received with operating currents within specification, and passed the functional testing. However, the pump alarmed unexpected restart after the battery change due to a faulty component on the interface board. No external ram error alarms were noted. The pump was received with a cracked belt clip slot, a corroded battery tube and minor scratches on the lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of issues with their insulin pump. The customer states their device alarmed for unexpected restart and external ram crc error alarms. The customer's blood glucose level was unknown. Troubleshoot was conducted. The customer was advised the pump would have to be replaced and returned for analysis.